Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there "was no problem with any of medtronic products." No further information was provided.

Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. The baseline gender/age of the patients represented in the article is male/60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿cryoablation for atrial fibrillation and antiarrhythmic drug pretreatment: a single referral center experience.¿ european review for medical and pharmacological sciences. 2018; 22: 2088-2092. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoballoon ablation system: there was one (1) patient who experienced atrial flutter; and four (4) patients who had ¿major or minor¿ bleeding following the procedure. All complications were resolved within 30 days. The status/location of the cryoballoon system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.